Event description:
Healthcare professional reported textured to smooth implant exchange. Later, healthcare professional reported "rupture". Later, healthcare professional reported "implant malposition". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e.1. State: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.